Event description:
It was reported that the device could not be interrogated in the room. A different room was checked, and the device performed normally. There were no adverse health consequences, the patient was stable.